Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the d 100 l001 ph.i.s.i.o. Newborn hollow fiber oxygenator with hardshell cardiotomy/venous reservoir, which is a component of the customer perfusion pack. The 510 (k) number of the oxygenator is k061031. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was reported that the pt was given additional blood products as a result of the leak. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report of blood leaking from a crack in the outlet port of the d100 oxygenator during a procedure. The clinician replaced the oxygenator and completed the procedure without any further issues. There was no report of pt injury.